Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a thoracic aortic dissection. (B)(6) was implanted into zone 3 <(>&<)> 4 while (B)(6) was implanted into zone 5. Technical success was achieved.  It was reported under one month later, a chronic occlusion of the common iliac artery was noted. Intervention was performed. The cia was recanalized and a stent graft was implanted . The occlusion resolved 3 days later.  The site assessed the occlusion as unlikely related to the device, not related to the study procedure or dissection under study. The medical monitor assessed the occlusion as not related to the device or dissection under study and related to the study procedure.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf3434c174te, serial (B)(6) , ubd: 06-nov-2022, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.